Event description:
Hcp reports the pt was having symptoms of withdrawal which included headaches, agitation, nausea, and vomiting. The hcp refilled the pump. No device troubleshooting was required. The pt recovered without sequela. The pump is now being refilled two weeks prior to alarm date.